Event description:
It was reported that during a unknown procedure, the max switch did not work. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.